Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was impacted 315 mg/dl. The customer took a manual injection to stabilize blood glucose level. The customer stated that they had taken out the site prior to calling tandem technical support to troubleshoot. During troubleshooting, it was determined that the tubing was the possible source of the occlusion. Recommendation was made that the customer change the site and tubing. Reportedly, the customer was using apidra.